Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2000. The patient had a short and extremely angulated aortic neck and it was reported that the bifurcated stent graft and aortic cuff were initially placed lower than intended. The patient did not return for follow-up and both the bifurcated device and the aortic cuff were found to have separated and fallen into the aneurysm sac. Two weeks later, a competitor device was used to treat the patient; however, after the device was implanted the contralateral limb did not expand despite repeated attempts, and created an aorto-uni-iliac device. The physician performed a femoral-femoral bypass to establish flow. No clinical sequelae were reported.